Event description:
It was reported that a clearlink solution set had a possible underinfusion. This occurred during patient infusion of intravenous immune globulin (ivig). The reporter stated that after administering ivig from an unknown glass bottle via the device, ¿the bottle was filled with a soapy looking foam.¿ the nurse stated that with the amount of foam left in the bottle, the patient had not received the full dose of ivig. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation. However, a photograph was received for evaluation. Visual inspection of the photo revealed that there was no evidence of a defect. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.